Manufacturer narrative:
Unit received with critical pump error, problem isolated to electronic assemblies. Unable to verify low battery alert due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 100 mg/dl. It was reported that they had red x on it. The customer stated that they had critical pump error image on the screen and also had low battery alert displayed before the critical pump error. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.